Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined.

Event description:
Related manufacturing reference: 3005334138-2019-00266. During an ablation procedure for persistent atrial fibrillation (af) a cardiac perforation occurred. Following successful transseptal access under fluoroscopic and intracardiac echocardiography (ice) guidance, the geometry was mapped utilizing the advisor hd grid mapping catheter. When mapping was complete, ablation was started in the left superior pulmonary vein (lspv). Approximately 10 minutes into ablation contact force data had stopped displaying and an error message appeared stating ethernet connection was lost. Ablation was completed with a new tacitsys quartz system. At the end of the procedure the patient was being cardioverted and went into right af. The catheter was pulled back into the right atrium to ablate the cavotricuspid isthmus. The catheter was then inserted back into the left atrium (la) and the patient went into left af. The la was mapped and ablated and additional lesions were needed at the lspv to terminate the af. The user returned to the cti line for additional lesions when an effusion was noted on ice. There were no patient symptoms but a pericardiocentesis was done to stop the bleeding. Approximately 45 minutes later the patient was transferred to surgery to repair the perforation in the left superior vein/left atrial junction. Following surgery the patient was transferred to the intensive care unit to recover. There were no performance issues with any abbott device that contributed to the cardiac perforation.